Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary infusion set burst near the air in line sensor while infusing protonix. There was no report of patient harm.